Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a japanese patient developed a skin irritation under the electrodes. Irritation was described as itchy and bleeding. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised the lifevest could be removed when spouse is present. Follow up indicated that the skin irritation is improving.